Event description:
A nurse at the user facility reports a "rubbery substance" from the delivery system cartridge was seen on the intraocular lens following insertion. Elargement of the incision was required to accommodate removal of the substance. The lens remains implanted. Add'l info has been requested.